Event description:
The advocate stated that the customer's glucose readings had been higher than usual. While troubleshooting, she performed control tests and rec'd 3 results of "hi". The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.